Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed, a cuff miss occurred. The proglide was removed and a second, third and fourth proglide devices were used with the same results. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was provided.

Event description:
It was reported the pt's device was replaced due to an overdischarge. It was stated in (B)(6) 2010 that the pt "had not used their device in a couple of years," and could not communicate with the device. On (B)(6) 2010, the pt had their device replaced. Therapy was restored and the pt rated their pain "a 2 on a scale of 1 to 10." Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found approximately 1/2 inches of the monofilament was exposed at the guide with the needle tip still attached to the rail end. The anterior cuff was engaged to anterior needle tip and both cuffs were attached to the link. The posterior cuff was out of the pocket and the posterior cuff tabs were undisturbed, indicating that a posterior cuff miss occurred. There was no needle strike mark on the foot. During the investigation, the plunger was inserted and the needle trajectory, needle depth and push mandrel travel were tested and acceptable. The most probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. No manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. Device #1, 3 and 4 - proglide (part #12673-03, lot #92022-6h), will be filed under separate MFR numbers.